Event description:
It was reported that noise resulting in inappropriate anti tachycardia therapy (atp) was noted via remote monitoring. A review of the lead trend data showed out of range pace impedance measurements, and an increase in pacing thresholds. The patient was seen by the physician and device interrogation confirmed the remote monitoring findings. The device tachycardia therapy was turned off to plan a revision before the middle of (B)(6) 2020. The lead implanted is a competitor lead. No adverse patient effects were reported. This device remains implanted.